Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture in all configurations and was noted to have been dislodged the same day the lead was implanted. A revision procedure was therefore performed and this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.